Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the connecting tube protector was cut off, connecting tube was dented, bending section cover adhesive was detached, light guide lens was discolored, charged coupled device lens was scratched and image was partially dark due to scratch, light guide bundle was abnormal, and angulation in the up direction was out of standards due to the worn angle-wire caused by stress and handling. Additional information received from the customer stated the device was reprocessed prior to being sent to olympus, and that there was not any other devices involved. The customer further stated that the device was not used on a patient with the foreign objects attached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope insertion part is collapsed. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation it was found that the foreign material from insertion part could not be removed, and there was residue and foreign material from the suction cylinder. There were no reports of patient harm, and the diagnostic procedure was completed using a similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.